Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced signal loss of dexcom g7 glucose readings to the ilet while readings continued to display on the dexcom app, and the issue was resolved after guidance to switch cgm sensor settings on the ilet and start the sensor. Symptoms included no adverse health effects and blood glucose was not affected. Outcomes included no medical intervention, no hospitalization, and successful restoration of glucose data to the ilet. Investigation included remote troubleshooting and user education. Investigation of this case revealed a communication or pairing issue between the cgm and the ilet that was resolved through device settings adjustment and sensor start. It was concluded, based on previously established findings for similar reports, that the cause was user interface or setup error resulting in a temporary cgm-to-ilet communication lapse.